Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed an "air trap" alarm. The pump rotor stopped, and the thermogard system went to standby mode. The customer inspected the system and found no issues with the catheter and the start-up kit (suk). The customer used another thermogard console to continue and complete the treatment. The reported incident did not cause any significant delay in treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was evaluated by zoll service personnel at the customer site. The reported complaint of an "air trap" alarm was confirmed in the system's event log data, but the alarm was not replicated during functional testing. No device malfunction was found, and the thermogard console functioned as intended. During visual inspection, no physical damage was observed on the thermogard console. The system's event log showed multiple "alarm_air_trap_warning" (1.5) alerts around the reported event date, confirming the reported complaint. The "alarm_air_trap_warning" happens if the air-trap saline level falls below acceptable levels during run mode, typically suggesting a leak from the start-up kit (suk). However, the customer stated they inspected the system and found no issues on the suk used during the reported event. Therefore, one possible root cause of the reported "air trap" alarm could be the customer not using a filled air trap, attributed to user error. The thermogard console passed initial functional testing without any fault or error. The air trap sensor block recognized the filled air trap simulator, and the thermogard system successfully passed subsequent tests. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.